Event description:
The patient experienced much pain at the right abdominal pump site. Because of the pain, the hcp removed the 40 ml pump and replaced it with a 20 ml pump on (B)(6) 2012. The new pump was placed into the left abdomen. The proxmial catheter was also replaced. There was no sign of infection.the drug delivered via the pump was lioresal 2000mcg/ml at a daily dose of 1400.7mcg. No troubleshooting was performed prior to the pump replacement procedure.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: 2011-(B)(6), explanted: unk; catheter model: 8709, serial #: (B)(4), implanted: 2011-(B)(6), explanted: unk; cahteter model (repair kit conn and achors): 8709-9, lot#: n287171, implanted: 2011-(B)(6), explanted: unk.

Manufacturer narrative:
Event date is the reported date of device explant due to pain. Actual onset of pain is unknown. (B)(4).